Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the physician suspected lead damage to be the cause of the event.

Event description:
Additional information received indicated the noise previously reported resulted in oversensing on the right ventricular lead. Diagnostic imaging was performed and no lead damage was observed. Additionally, the lead was explanted and replaced to resolve the event and the patient was in stable condition.